Event description:
On (B)(6) 2012, product surveillance spoke with the caregiver (cg) regarding an unrelated complaint. The cg stated that the home patient (hp) had gone to the hospital with stomach pain and shortness of breath and was diagnosed with peritonitis. Additional information received from (B)(4) stated that the peritoneal dialysis registered nurse had contacted baxter on (B)(6) 2012 with a report that this hp was hospitalized with peritonitis. No further details were given at the time of the initial report. Product surveillance spoke to the peritoneal dialysis registered nurse (pdrn) on (B)(6) 2012 regarding this peritonitis event. The pdrn stated that the hp was hospitalized from (B)(6) 2012 - (B)(6) 2012 for the event. The hp was treated with vancomycin (dose, route and frequency not reported). The pdrn stated that the cause of this peritonitis event was unknown. The hp is recovering from the peritonitis.

Manufacturer narrative:
(B)(4). This is report 2 of 4 involved in this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(6) a batch review was conducted on potentially associated lots (gd891903 and gd891770) and no issues were found related to the reported condition during the manufacture of those lots. Based on the information obtained during baxter's investigation, the problem could not be confirmed and the root cause of this incident could not be determined.